Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode. The instrument failed multiple cautery tests while installed on an in-house is3000 system. After cleaning the blade track, the instrument failed a self-check test as the knife blade was exposed out of the garage. The housing was removed, the knife blade was manually rotated and the instrument was re-tested. The issue persisted. No other damage was found. Review of the site's system logs showed that the instrument was in use approximately 14 minutes prior to the blade jamming. In addition the system logs showed 1 blade jammed error occurred and 14 incomplete cut errors occurred. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si colon resection procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue and the was sticking. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical spoke to the surgeon on (B)(4) 2013 regarding this reported event and the surgeon provided the following information: the surgeon indicated that the audible tones were noted after he fired the vessel sealing instrument. He does not recall if any error messages were noted at the time indicating that the seal was inadequate. Per surgeon, after sealing the patient's tissue, he cut and the patient bleed a little. The surgeon indicated that he was able to control the bleeding using a bipolar instrument and there were no post- surgical complications experienced by the patient. No further clinical information was provided.